Event description:
On (B)(6) 2014, the patient was drug tested and results were positive for morphine. The patient indicated that per the lab bill, the urine tested positive for opioids. The patient believed that the only way his urine could have tested positive for morphine was if something went wrong with the pump. The drug analysis was then sent to a lab to test for a false positive. Three to four weeks prior to (B)(6) 2014, the patient had itching under his skin on his torso. Over the last month, the pain level had increased. The ptm was not working due to daylight savings time. The device system was used to deliver morphine and marcaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Correction. Information related to the personal therapy manager (ptm) not working due to daylight savings time is not related to the reportable event regarding "something went wrong with the pump." The event related to the ptm does not meed the reporting requirements stipulated in 21 cfr 803.